Manufacturer narrative:
Response to h3: device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported five false positive results to cue health field application specialist. Specific testing information was provided for three individuals, however, no information could be provided for the other two instances. This report is to document the one of the two false positive results where no information was provided. Individual received a false positive result on an unspecified date using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Customer did not provide any additional information regarding this potential false positive result.